Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected suspend low alarm anomalies noted. Device received with minor scratched lcd window, the asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer reported that the scratches on pump and also had motor errors multiple. It was reported that they unexplained no delivery alarms and had noticed rainbow effect. The insulin pump will not to be returned for analysis.